Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the cable needed to be changed within three months, the pendant was damaged, and the cover source positioner louver was damaged. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the cable needed to be changed within three months and that the pendant needed to be changed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the main component of the system. Other relevant device(s) are: product ID: bi71000563, serial/lot #: unknown, ubd: unknown, UDI#: unknown, product ID: bi71000488, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the cable and pendant were changed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4) associated with the system checkout. (B)(4) associated with the replaced components. If information is provided in the future, a supplemental report will be issued.